Event description:
During post-dilatation of a palmaz stent in an unk, mildly calcified target lesion, the balloon would not hold pressure and was found to be ruptured. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no reported pt injury. As per the reporting affiliate, no additional pt or procedural info is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.